Event description:
It was reported that the right atrial lead dislodged. It was noted that during the pre discharge check, the atrial lead would not capture the atrium but instead the ventricle. An x-ray confirmed that the lead dislodged. The lead was repositioned successfully. The patient was in stable condition.